Event description:
It was reported that during an implant attempt the lead dislodged, was difficult to move, and after it had been pulled out to regain subclavian access it was reported that the conductor coil was damaged. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): lead stretched; the full lead was returned and analyzed. Further testing revealed inner insulation kinked bucked, blood was in/on the helix mechanism, and the lead was damaged at implant. Analysis results revealed the lead had been stretched so the inner tubing buckled which prevented the helix from functioning properly.